Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and retract the needle or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported feeling pain and discomfort while wearing the pod. When the pod was removed, he noticed that the needle never retracted. The pod was discarded.